Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering could not evaluate the device as the device was disposed before a evaluation could have been performed. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial plateau leveling osteotomy surgical procedure on a canine, it was discovered that the saw blade device had a crack on it. The reporter stated that the surgeon noticed the crack just after starting to make the ¿osteotomy cut¿. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no human patient involvement reported. The surgical procedure was being performed on a canine. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that the surgery was completed successfully. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.